Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00884. It was reported that the patient presented for a right atrial lead revision procedure due to high capture thresholds. Prior to procedure, the pacemaker could not be interrogated and had no radio-frequency telemetry. The lead and pacemaker were explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Field complaint of failure to interrogate was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.